Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 409 mg/dl. Customer treated their blood glucose with a manual injection. The customer stated their alarm was resolved by changing their infusion set. Customer stated they had gone through three infusion sets to resolve the no delivery alarm. Advised the customer to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.